Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tubes are under filling during draw with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it is reported customer experienced under filling when using product. Additional information received by customer: how many units (tubes) affected? (About a dozen). What is the frequency or occurrence rate? (Sporadic). What is the labeled draw volume? (3 ml). What was the level of tube fill? (No fill, partial fill). How was the tube rejected? (At collection). What was the tube¿s expiration date? (Exp. 4-30-2020). How was the tube drawn? (Vacutainer holder with 21g needle). Was a discard tube used? (No). Was a successful draw achieved with the same lot? (After 2 no fill tubes). Is this happening with one particular: department, unit, and shift, time of day or person? (Several phlebotomist experienced same). What was method of draw? (Straight needle). Are you using a bd device to transfer the blood to a tube? (Vacutainer draw). If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection). Have the tubes been exposed to extreme heat? (No). How many locations affected ?(outpatient). Do you have any samples available of this lot? (2 tubes. We had this problem before with a different lot number).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are under filling during draw with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it is reported customer experienced under filling when using product. Additional information received by customer: how many units (tubes) affected? (About a dozen.) What is the frequency or occurrence rate (sporadic.) What is the labeled draw volume (3 ml.) What was the level of tube fill? (No fill, partial fill.) How was the tube rejected (at collection.) What was the tube¿s expiration date? (Exp. 4-30-2020.) How was the tube drawn? (Vacutainer holder with 21g needle.) Was a discard tube used? (No.) Was a successful draw achieved with the same lot? (After 2 no fill tubes.) Is this happening with one particular: department, unit, and shift, time of day or person. (Several phlebotomist experienced same.) What was method of draw? (Straight needle.) Are you using a bd device to transfer the blood to a tube? (Vacutainer draw.) If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection.) Have the tubes been exposed to extreme heat (no.) How many locations affected (outpatient.) Do you have any samples available of this lot? (2 tubes. We had this problem before with a different lot number.)